Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number:(B)(6), batch/lot number: 7102604, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7110638; 7112840, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) # (B)(4). Model number/catalog number: db-1216, serial number: (B)(6), batch/lot number: 566071, model/catalog description: vercise genus r16 ipg kit, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient developed a wound on their scalp at the lead and lead extension site of the deep brain stimulation (dbs) system and underwent a procedure in which all the devices were explanted. The patient is expected to fully recover. The devices will not be returned as they were disposed of by the facility.

Event description:
It was reported that the patient developed a wound on their scalp at the lead and lead extension site of the deep brain stimulation (dbs) system and underwent a procedure in which all the devices were explanted. The patient is expected to fully recover. The devices will not be returned as they were disposed of by the facility. It was additionally reported that the patient has fully recovered post-operatively, it was noted that having had all devices explanted was due to their pre-existing condition of tremors having returned. Cultures were taken, and were negative. The implantable pulse generator (ipg) was explanted out of an abundance of caution at the physicians' discretion.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7102604. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7110638; 7112840. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) # (B)(4). Model number/catalog number: db-1216. Serial number: (B)(6). Batch/lot number: 566071. Model/catalog description: vercise genus r16 ipg kit. Unique identifier (UDI) # (B)(4).